Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that as of (b)(60 2014 the patient had been on a narcan infusion for 24 hours and the attending physician in the hospital wanted to turn the pump off. The device system was delivering morphine. It was later reported that on (B)(6) 2014, the pump was programmed to deliver morphine (28.2 mg/ml at 11.64 mg/day) and lioresal (2000 mcg/ml at 825 mcg/day). The patient experienced an altered level of consciousness. The cause of the event was noted to be sensitivity to morphine. The event was attributed to drug effect. No device troubleshooting was done. The patient recovered without permanent impairment.